Event description:
It was reported that, at the beginning of the roux-en-y-gastric-bypass procedure, when inserting the instruments, an error message indicating that the sterile interface module (sim) was not connected or was non-functional was displayed on arm cart assembly (aca) arm 1 at the start of the first procedure. The sim was replaced, after which the arm functioned. The same error occurred again on the same arm during a second procedure, and the sim was replaced again to continue use. The patient was under anesthesia but not in the operating room. No injury to the patient.

Manufacturer narrative:
Continue to d10: product ID: mrasc0002 sn: (B)(6) product ID: mrasc0001 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.